Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 17sept2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the o2 sensor to resolve the reported issue. The unit pass all testing and the unit is ready for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported o2 sensor not recognized by ventilator. There was no patient involvement at the time the issue was discovered.